Event description:
Lift malfunctioned cna stated that the lift just started on its own and that it raised the patient to the ceiling. Emergency strap did not lower her or hand controls. Resident had to be cut out of straps and lowered to bed by hand.